Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when selecting instruments. It was noted that the navigation system became unresponsive from both the mouse and rack laptop when attempting to move forward in the application software. A hard restart of the navigation system restored functionality, as a ctrl-alt-backspace restart did not work. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.